Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that retainer ring had damaged. The reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2022 due to high blood glucose level and diabetes ketoacidosis. The blood glucose level was 600 mg/dl at the time of incident. Customer kept giving insulin all day and blood glucose was not coming down. Customer had large ketones and was vomiting so they went to the hospital for treatment. The customer had large ketone which found in ketone test. Customer was treated with intravenous insulin. Customer stated that retainer ring was missing, and reservoir was able to lock in place. The insulin pump was neither dropped nor bumped. Customer declined to perform a carelink upload. Customer was also treated at home. Troubleshooting was not performed for hyperglycemia. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to type of reportable event has been updated and provided in h1 section of this report. The information related to event has been updated and provided in b5 section of this report. The harm code has been updated and provided in h6 section of this report. The concomitant products has been updated and provided in d10 section of this report.

Manufacturer narrative:
Retainer ring = missing. On jan 30, 2022, customer alleged cosmetic damage on the retainer and hospitalized for high bg and dka. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer. Pump received with missing reservoir tube o-ring, missing display window cover, broken reservoir tube lip, stained keypad overlay, faded serial number label, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer was noted. Unable to verify customer alleged for high bg and dka. The force sensor is within specification and the motor functioning properly. Missing retainer ring confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.